Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence and pain with an artificial urinary sphincter (aus). A cystoscopy was performed in which urethral erosion was diagnosed. The patient underwent a surgical procedure to remove the aus. The physician believed the erosion was caused due to cuff sizing. There were no device malfunctions associated with the explanted aus. The patient fully recovered following the procedure.